Event description:
It was reported via a clinical report form from the (B)(4) study that during an orbital atherectomy (oa) treatment procedure, an embolic event occurred in the anterior tibial (at) artery post-atherectomy. Two lesions were treated. The right proximal sfa lesion was 80% stenotic, severely calcified, 4-5mm in diameter and 30mm in length with 1 patent run-off vessel prior to therapy. The right distal sfa/proximal popliteal (pop) lesion was 100% stenotic, non-calcified, 4mm in diameter and 200mm in length with 1 patent run-off vessel prior to therapy. The proximal sfa lesion was treated with a 1.5 classic crown oad for two runs at 80k rpms (36sec, 9sec). It was then exchanged for a 1.5, 70 micron, solid crown oad and was spun at 200k rpms for one run (39sec). This oad was exchanged for a 2.25, 70 micron, solid crown oad and was spun at 70k rpms for one run (32sec), then at 80k rpms for two runs (36sec, 24sec), then at 100k rpms for one run (35sec), then at 110k rpms for two runs (37sec each), and then for one run at 200k rpms (28sec). The residual stenosis was 70% and the single run-off vessel remained patent. Angioplasty was performed with a 5.0x200mm evercross balloon at 4atms for 303sec. The residual stenosis was 30% and the single run-off vessel remained patent. The right distal sfa/proximal pop lesion was treated with a 2.25, 70 micron, solid crown oad and was spun at 70k rpms for two runs (25sec, 31sec), then at 90k rpms for two runs (32sec, 30sec), then at 120k rpm for two runs (3sec, 32sec). The residual stenosis was 75% and the single run-off vessel remained patent. Residual slow flow and an embolic event was noted in the dorsalis pedis artery. Angioplasty was performed with a 6.0/30mm bioflex balloon at 3atms for 337secs and a stent was placed. The residual stenosis was 0% and the single run-off vessel remained patent. All issues were resolved and the patient was discharged the next day. The pt remained asymptomatic at the 30-day follow-up exam. No additional info is available regarding this event.

Manufacturer narrative:
Device analysis: the device was not returned for analysis; therefore, an analysis of the actual complaint device is not possible. The device history record for this device was not reviewed as the lot number is unk. The root cause for the reported event is unk. A recent analysis of csi's post market clinical studies identified events that should have previously been reported to FDA. This is report # 2 of 48 events identified during this review. This report contains limited info regarding the intervention and root cause of the event, but this event is not considered unusual, unique or uncommon and does not involve a device which is the subject of a remedial action. (B)(4).